Event description:
The customer reported that at bed#20, ventilator alarms from the draeger ventilator in use were not being forwarded to the central monitor. No patient harm was reported; the device was in use